Event description:
It was reported that there was a crimp in a cq2015 collamer three piece lens. The lens was not implanted. Add'l info has been requested from the facility but to date none has been forthcoming. If add'l info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
H6: method: lens work order search. Results: visual inspection of the returned product found both haptics torn off. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.